Event description:
It was stated that the patient presented in clinic after receiving a vibratory notifier for non sustained oversensing. Review of egm revealed myopotential signals being oversensed resulting in inhibition of biv pacing. Noise was not reproducible with isometric testing. Programming changes were made. The patient condition was fine after the event. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.